Event description:
It was reported that during a breast biopsy, l4-006 error occurred. Customer couldn't finish the procedure. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.